Event description:
It was reported that this implantable cardioverter defibrillator (ICD) intermittently exhibited crosstalk oversensing of atrial signals on the ventricular channel that resulted in inappropriate ventricular episodes. Technical services (ts) suggested reprogramming and following actions. The boston scientific representative stated that they will discuss with the physician as there are inappropriate ventricular fibrillation (vf) episodes at the suggested reprogramming options that ts provided. The device remains in use. No adverse patient effects were reported.